Manufacturer narrative:
One device was returned for analysis of complaint that when staff tried to let the air out with the filter pro, the filter pro flew out. Pictures were also provided. Visual evaluation showed that liquid had exceeded the 0.06" acceptance criteria and escaped through the top collar on one of the filter-pros, confirming complaint. The area of leakage was inspected, however due to the sample being used, it could not be stated with confidence whether the area was damaged, had a short fill or was not properly sealed. While the allegation was confirmed, the exact problem source for the compromised filter-pro could not be identified with any confidence. No further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions taken accordingly. Device history review (DHR) found no discrepancies or anomalies relevant to the complaint.

Manufacturer narrative:
B3: day of event unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when staff tried to let the air out with the filter pro, the filter pro flew out. The event occurred during patient in use/dose. There is no adverse event.